Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-01366- device 2 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set tubing detached from connector on (B)(6) 2024. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-01366. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007292, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007292". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007292 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 5 on 25/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e02678 was manufactured according to the wi version 11 and manufactured in the machine igtl01 on 21/may/2024, with a total of (B)(4) units. The lot 4e04292 was manufactured according to the wi version 11 and manufactured in the machine sc04 on 25/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.